Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID bi71000577 (lot: -); product type: 2560-mnav - o-arm system brand name ; product ID bi71000222r (lot: -); product type: 2560-mnav - o-arm system brand name ; product ID bi71000523 (lot: -); product type: 2560-mnav - o-arm system h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Codes b17, c20, d15 are applicable. H6: multiple annex g codes were reported. G02005 corresponds to concomitant product bi71000577 that comprises the reported event. G04035 corresponds to concomitant product bi71000222r that comprises the reported event. G0203402 corresponds to concomitant product bi71000523 that comprises the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the x-ray on this system was currently disabled. The site had attempted power cycling pre-call which did not resolve the issue. No patient was present. The site called to report after performing a hard reboot, and reseating the umbilical cable the x-ray was still disabled.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000902. Product ID: bi71000222r. Product ID: bi71000193. Product ID: bi71000469. Product ID: bi71000542. The system was serviced in the field and the generator control board was replaced. During the repair, cracks were found in the hv tank wells. Generator calibrations were performed and dose was checked. Codes b01, c07, d02 are applicable to this analysis. H6: multiple additional annex g codes were reported. G02008 corresponds to concomitant product bi71000902 that comprises the reported event. G02040 corresponds to concomitant product bi71000193 that comprises the reported event. G04014 corresponds to concomitant product bi71000469 that comprises the reported event. G04138 corresponds to concomitant product bi71000542 that comprises the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation of the returned generator control board (B)(4). Lot# k2329acx rev j. Was unable to confirm the complaint. However, was able to acquire 2d images but not 3d images. Codes b01, c02, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: the high voltage tank, lot number: t183441 rev. E, was returned and analyzed. The tank passed all testing during analysis. There was no failure found. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: evaluation of the returned generator control board bi7100022r lot# k1834aaa rev j confirmed the reported complaint. The system did initialized. The system did not power on. Codes b01, c02, d02 apply. Evaluation of the returned supply board bi71000577 lot# s1742nvo rev. G and relay bi71000523 lot# m18132bw3 rev.1 found no fault with the returned components. Codes b01, c19, d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.